Event description:
The hospital reported directly to medtronic xomed inc that one of the two spatulas that they received was okay, but the other one was so sharp that the doctor cut the patient's eye, and he had to re-suture it. Patient is okay.

Manufacturer narrative:
The returned instrument was evaluated, and found to have a small, sharp metal burr on the tip, or blade of the spatula. The defect will be reviewed with the instrument supplier, and corrective action has been requested. It is the first report of this nature for this, or other ophthalmic spatulas.